Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010303, lot number husb0997 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the available information provided, there is no change to the initial determination, no conclusion can be made. Per the medical records review, several years post implant of ventralex mesh, patient was diagnosed with sepsis, perforation, bacterial & fungal infection, fistula, abscess, obstruction, adhesions and abdominal pain thereby underwent repair with partial explant of mesh. The instructions-for-use supplied with the device lists infections, fistula, pain and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents mesh - ventralex (device #2). An additional emdr is submitted to represent composix l/p mesh (device #1). Note:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number (B)(6) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #1). Per operative notes, ¿after removal of adherent loops of bowel and reduction of incarcerated small bowel, the hernia defect was measured. A circular composix l/p mesh (device #1) was placed in the peritoneal cavity, secured to the anterior abdominal wall using sutures and hernia tacker.¿ (B)(6) 2008 - patient was diagnosed with supraumbilical midline incarcerated incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿some incarcerated omentum was reduced into the peritoneal cavity. Hernia sac was excised. A circular hard ventralex hernia patch (device #2) was placed below fascia and sutured.¿ (B)(6) 2015 - patient was diagnosed with abdominal pain, chronic cholecystitis, cholelithiasis, chronic recurrent gastro jejunostomy contained perforation and recurrent gastric fistulas thereby underwent laparoscopic-open repair with partial removal of ventralex mesh (device #2). Per operative notes, ¿I took down adhesions and the mesh (device #2) was visible along the midline. There were several small fistulous tracts, chronic abscess cavity which were removed. On entering the upper abdominal fascia there was extensive hard sharp edges of the mesh. Debrided lot of the mesh (device #2) just to make it smoother.¿ (B)(6) 2015 - patient underwent upper gastrointestinal endoscopy repair for esophagojejunal anastomosis leak and had stent placement to repair the small hole. (B)(6) 2015 - patient was diagnosed with chronic esophahgojejunostomy leak with intra-abdominal abscess thereby underwent repair with removal of composix l/p mesh (device #1). Per operative notes, ¿in the upper abdomen there was area of fistulae which deepened through chronically inflamed tissue. Encountered a larger piece of previous mesh (device #1) that was intimately adherent. The areas of infection were freed up. There were minimal adhesions except for dense small bowel adhesion to the old plastic type mesh (device #1) which was taken down. Drained all pus and had lot of scarring.¿ (B)(6) 2018 - during multiple hospital visits patient was diagnosed with abdominal pain, probable esophago-jejunostomy leak and complex abscess. (B)(6) 2018 - patient was diagnosed with adhesions, intraabdominal and retroperitoneal abscess secondary to esophago-jejunostomy perforations with probable fistulation to left colon thereby underwent open left colectomy with primary anastomosis, small bowel resection, drainage of abdominal/retroperitoneal abscess. Per operative notes, ¿in the lower wound midline the previously placed thick sharp plastic like material (device #2) was again noted.¿ (B)(6) 2018 - during hospital visits, patient with the history of vancomycin resistant enterococcus and methicillin resistant staphylococcus aureus infection was diagnosed with small bowel obstruction, esophagojejunal fistula, intra-abdominal abscess, sepsis, pneumonia, had placement of drains thereby underwent CT guided drainage of abdominal abscess. (B)(6) 2018 - during visits patient was diagnosed with abdominal pain, esophagojejunal fistula and intra-abdominal abscess. (B)(6) 2018 - patient underwent revision surgery. Per operative notes, ¿there was a subsequent area of small bowel that was densely adherent to where the previous drain had been placed and portion of small bowel was resected.¿ attorney alleges that patient had abscess, adhesions, fistulae, infection and emotional injuries. It is also alleged that the infection created a build up of pressure on left leg which resulted in pneumonia twice.